Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient experienced glare. Clinical reason being mentioned as mechanical complication of iol. The iol was explanted and exchanged for an unspecified monofocal iol in the secondary implant procedure.